Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that one month after the dental implant was installed in intraoral region #28 it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii. The implant was carried out immediately.